Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation it was due to there were multiple broken elements in the ultrasound image and cracked glue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device sealant beneath the elevator was peeled. The issue was identified during reprocessing and there were no reports of patient involvement.